Event description:
It was reported that when the patient was seen for routine follow-up, high atrial threshold was observed. Device was programmed to vvi mode in (B)(6) 2016 due to high atrial threshold. Device was programmed to vdd and no intervention is planned at this time. Patient will be followed-up in six months.